Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The left renal artery was successfully accessed via retrograde approach through the right groin. The renal artery was accessed with a .014 wire. The paramount mini gps stent was attempted to be implanted in the left renal artery. The procedure was unsuccessful because the bes showed flair at the proximal and distal area of the stent without any balloon inflation. Due to the flair, the stent could neither be delivered at the lesion area nor retrieved by the sheath. The stent was pushed back to a safe area to be deployed without causing any injuries. The stent was deployed in the distal common right iliac and the deployment system retrieved without any incidents. A new stent was deployed at the left renal area lesion without any further incident. The procedure was completed with a different stent on the correct anatomic location. However, the patient had the paramount mini stent implanted in a different area where the treatment was not needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.